Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at the weld site and approx 10 proximal of the weld site. The proximal section of j stiffener wire measures approx 77mm and has migrated down lead body approx 15mm proximal of weld site. Visual inspection under 30x magnification also indicates the proximal end of the approx 10mm portion of the j stiffener wire has abraded a hole in the outer polyurethane insulation approx 11mm proximal of the weld site.

Event description:
Device analysis is provided. Explant method: intravascular, femoral technique tools: amplatz snare no complications.